Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The top case was replaced and the device software updated to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and displayed an error message (sf74) related to the software. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported sf74. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported unresponsive touchscreen was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4)

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and displayed an error message (sf74) related to the software. There was no patient harm or serious injury reported as a result of this incident.